Manufacturer narrative:
The hill-rom technician found the right side rail cable needed to be replaced. Per the hill-rom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure that the controls are in good condition and that the membranes are not worn or torn. Make sure that the bed does not fail any of the function checks. Replace or repair parts as necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right side rail cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the head of the bed goes up on its own when plugged in. The bed was located at the account. There was no patient/user injury reported. (B)(4).